Manufacturer narrative:
Device used for treatment, not diagnosis. A manufacturing and product investigation is as follows: a visual inspection under 5x magnification, functional test, device history record (DHR) review, manufacturing investigation and drawing review were performed at cq for the returned devices as part of this investigation. This complaint is not confirmed from manufacturing perspective. Device is fully functional and conforming to manufacturing specification. The device history record (DHR) shows that the device was manufactured and inspected to specification and functioned as intended. This complaint is confirmed from a design perspective. Visual inspection and functional test revealed that the connecting geometry of the flex arm is not centered, which is contributing to the device not connecting to mating devices. The complaint condition of the flex arms not connecting to mating devices was able to be replicated. No new malfunctions were identified as a result of the investigation. Flex arm assembly drawings were reviewed during this investigation. It was determined that the lack of a positional tolerance on the flex arm connecting geometry may be contributing to this complaint. Therefore, relevant actions have been taken to address the issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Implant and explant dates: device is an instrument and is not implanted/explanted. Concomitant devices reported: retractor frame cranial/caudal (part # 03.615.100, lot # t956956 , quantity # 1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part #03.612.010, synthes lot#h044106. Release to warehouse date: 14-jul-2016. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three flex arms were taken out of brand new packaging at reporter's home and while inspecting them, they were not able to connect with one retractor frame cranial / caudal. No procedure or patient involvement. This complaint involves three devices. Concomitant devices reported: retractor frame cranial/caudal (part # 03.615.100, lot # t956956, quantity # 1). This report is 1 of 3 for (B)(4).